Manufacturer narrative:
The device information is that of the left side device. The right side sn was (B)(4) - style 20 silicone gel filled breast implant. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Patient reported "I just went through chemo for large cell lymphoma;" pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Affected side unknown. The device remains implanted.